Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer stated that the insulin pump battery was not lasting more than four days. Customer received low battery alert prior to replace battery alert. Customer stated the battery cap was not loose, cracked or damaged and this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer had high blood glucose level of 430 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.